Event description:
It was reported that during the surgery, before used on the patient, did not open the packing and noted the outer packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that an ecr45w reload was received inside of the opened package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the reload's sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. According to the information received, the reported event for the device was packaging damaged. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek from the top view with damage on it. Also, the damage appears to be from outside to in. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.